Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain at the dbs lead site at the skull. Reportedly, the patient stated the system caused a burning sensation at the lead site when the system's stimulation was on. Consequently, surgical intervention was undertaken and the patient's dbs system was removed.